Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). (B)(4). A getinge field service engineer (fse) has reported that the customer has declined repairs to this unit. The iabp has been taken out of clinical services.

Event description:
During a preventive maintenance (pm) service, the getinge field service engineer (fse) discovered the cs300 intra-aortic balloon pump (iabp) alarm speaker was not functioning. The customer reported that this is a reoccurring issue. No patient was involved and no adverse event was reported.